Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an inpact pacific dcb balloon catheter during treatment of an arteriovenous fistula (avf) in a patient. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Half saline half contrast inflation fluid was used. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device and no excessive force was used. It was reported that a balloon twist occurred during procedure, the twist was noted at nominal pressure and kept twisted at rated burst pressure. A rewrap tool was not used. No rewrap issue was noted. The device was safely removed from the patient. A replacement non-medtronic dcb balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Image analysis one still image was received from the account for review. The image shows the balloon under fluoroscopy, a typical ¿dog-bone¿ shape is evident which suggests the center of the balloon has a twist. The reported event can be confirmed from the image provided. Product analysis no deformation was evident to the catheter body. The balloon folds were partially expanded. A twist was evident to the middle of the balloon working length. On pressurization of the device, it was noted that a twist was also evident to the inner member. No deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Standalone pressure gauge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.